Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 18, 2018 that a flexiva 200 laser fiber was used during a ureteroscopy with laser procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a clarion 60w holmium laser with setting used of 1.0hz, 40watts with total energy of 9.9 (kilojoules). According to the complainant, during the procedure and outside the patient, the laser fiber broke in half. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.